Event description:
There was no pt involved in this event. The device malfunctioned in that it was depleting pad-paks before the expiry date.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and it had performed to spec up to (B)(6) 2013. The data obtained from the device showed evidence that the device was switching itself on between (B)(6) 2013. During this period, the software version was changed from 2.0.8 to 3.2.0. Investigation did not confirm a fault with the device or any component in the device. Although in this event there was no fault measured on the membrane it is probable that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically. A device switching itself on automatically can cause premature depletion of the pad-paks (battery). The returned pad-pak from lot b0082 was found not to have fully depleted. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.